Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported there was a tubing leak noted at the connection of a non-bd set and a bd primary tubing set. There was no report of patient harm.